Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that her entire body was scarred. The patient stated that she had spots or sores on her stomach and face that looked like cigarette burns and that the shocks were coming through the sores on her body. The patient reported that the stimulator caused this to happen to her. The patient went to a dermatologist and the physician said that the stimulator was turned off and it could not cause the sores to happen. The patient stated that the situation cause her to have panic attacks. After the stimulator was explanted the patient continued to get sores. The patient went to the hospital and she was not able to determine the cause of the sores. The sores had not gone away and she has some scars.

Event description:
It was reported that for the past 4 months the patient had been getting sores on her legs. For the past couple of weeks the outside of the patient¿s right leg had been sore and was hurting. The patient¿s neck had been hurting as well. The patient had gotten sick on the week prior to this report and as a result, the patient didn¿t eat for 3 days and fell twice. On the morning of this report the patient had woken up and had felt like she was being electrocuted and burned down her leg to the ankle. The patient had a shocking sensation and was unable to move to get the patient programmer (pp) to turn the stimulation off or down, which the patient had done in the past. The patient had then taken 2 pain pills and after 30 minutes, the pain had gone away. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.